Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2015 with the following findings: the black box data from date of the alleged issue has been overwritten due to continued use of the pump, however multiple battery alarms observed in current black box. There was a battery compartment crack observed below the grip pad. There was evidence of moisture contamination inside the battery compartment. The pump's current draws were within specifications. The pump passed a leak test. There was no additional evidence of moisture inside the pump.